Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate therapies due to system oversensing. The occurrences were prior to and after, system optimization following exercise testing. The physician and field rep discussed add'l programming options with boston scientific's internal technical svs, so as to mitigate future oversensing episodes. To fate, the system remains implanted and in service with no surgical intervention required.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.